Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the femoral neck system (fns) for the fracture of the femoral neck. The patient avoided loads after the surgery; however, cut-out in femoral head was confirmed in x-rays taken on (B)(6) 2022. The revision surgery for removing the fns and the bipolar hip arthroplasty will be performed on (B)(6) 2022. According to the surgeon, the patient avoided loads after the surgery, and there were no reports of fall. No further information is available. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 42mm-sterile. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a device history record (DHR) review was conducted: sterile. Part # 412.215s. Lot # 8l02578. Release to warehouse date: 20 jul 2021. Expiration date: 01 jul 2031. Supplier: (B)(4). Non-sterile. Product code: 412.215. Lot number: 92p2738. Manufacturing site: mezzovico . Release to warehouse date: 26 nov 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.